Manufacturer narrative:
Product event summary: analysis found that the electrocardiogram (ECG) connector was loose and there was corrosion inside the programmer. It was also noted that the programmer would not boot past the logo screen. It was recommended that the programmer be scrapped due to corrosion.

Event description:
It was reported that the programmer could not boot past the company logo after being turned on. The programmer was returned for servicing. It was analyzed and tested out of specification. There was no patient involvement.